Event description:
Information received indicates the nurse call function is not working.

Manufacturer narrative:
The technician found the grey wire pulled from the p15 connector on the siderail interface board. The technician reconnected the wire to repair the bed.